Manufacturer narrative:
The information received from the (B)(4) study indicated that the day of the procedure the patient had a hematoma in the groin after removal of a 6fr. Cordis sheath which resulted in hemorrhagic shock with a significant drop in hemoglobin. This was treated with blood transfusion and emergent operation. The event required prolongation of the existing hospitalization. Eight days later, the patient was found cyanotic in her bed, with no blood pressure or pulse. Medications were administered and she regained consciousness. Hypovolemic shock was suspected. Sometime later, she again became cyanotic with no blood pressure or pulse. Re-animation was attempted without success. There was no autopsy performed and no death certificate obtained. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Access site hematomas are a common procedural complication and may be related to stick technique, anticoagulation, blood pressure and/or discomfort; from the available clinical information, it could not be determined if arterial access was achieved with a single stick or if multiple punctures were present. There is also no information regarding the patient's comfort level or mobility at the time of the event. With the information provided it is not possible to determine an exact cause for the event but there are multiple factors, such as comfort level, fullness of the bladder and anticoagulation factors that could have contributed. The hemorrhagic shock the patient experienced likely was a progression of the hematoma. In order for the hematoma to develop into hemorrhagic shock the patient must have been bleeding into the groin which went unnoticed by medical personal. There are multiple potential causes of the bleed, however, it is unknown if complete hemostasis was effectively achieved after the hematoma was first noted. The etiology behind the hypovolemic shock is unknown. Again, there are multiple potential causes of this event and the actual related etiology remains unknown. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The catalog number is not known. The device is not available for evaluation. Additional information will be submitted within 30 days from receipt. Aspirin 80mg.

Event description:
The information received from the (B)(4) study indicated that the day of the procedure the patient had a hematoma in the groin after sheath removal. It resulted in hemorrhagic shock and hemoglobin drop to 2.6 g/dl. It was treated with blood transfusion and urgent operation for closing the hole. The sheath used was a cordis 6 french. The event required prolongation of the existing hospitalization. Eight days later, the patient was found cyanotic in her bed, with no blood pressure or pulse. After given medication, she was back awake. It was suspected she had a hypovolemic shock. Sometime later she was cyanotic again and with no blood pressure or pulse. Re-animation was started with without any success. There was no autopsy performed and no death certificate obtained. For the index procedure, the patient had been admitted with silent ischemia. The target lesion was in the 1st obtuse marginal. The lesion was pre-dilated and a 2.5 x 18mm cypher select plus was deployed at 20 atm successfully. The stent was not post-dilated.